Manufacturer narrative:
(B)(4). CAPA: the events are expected. No corrective or preventive action will be initiated. A trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14959. Pharmacovigilance comment: the expected event facial paralysis was assessed as serious and possibly related to the treatment. Serious criteria included the need for medical intervention, including a steroid taper and multiple aspirations. The non-serious events of implant site swelling, device dislocation, implant site pain and implant site mass were considered expected and possibly related. Potential etiologies for the facial paralysis and the events at the injection site include trauma or compression of the facial nerve, infection and inflammation. The medical history of autoimmune disorder may have predisposed the patient to these events as part of a potential inflammatory syndrome. A potential contributory factor to the device dislocation event was injection technique. The case report fulfills the criteria for regulatory reporting. Additional comments: device not available to manufacturer.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 08-aug-2017 and a follow up was received on (B)(4) 2017 by a nurse practitioner (np) which refers to a (B)(6) year old female patient with a skin type of fitzpatrick ii-iii. The patient's medical history included an undiagnosed autoimmune disorder, hypothyroidism, and gluten allergy. Concomitant treatments included 30 total units of botox [botox], 12 units around the eyes and 18 units in the platysmal band, on (B)(6) 2017, saxenda [saxenda], and an unspecified multivitamin [multivitamin]. Past treatments included 2 treatments of dysport [botulinum toxin type a] to the periorbital area. On (B)(6) 2017, the patient received treatment with 2 ml of restylane lyft with lidocaine (lot 14959), 1.2 ml to the left malar crease and later zygoma and 0.8 ml to the right malar crease and later zygoma with an unknown needle type and depo's and retrograde threading injection technique. Six days later, on (B)(6) 2017, the patient was hugged very tightly and later the same day, the patient experienced swelling/deformity (implant site swelling) under both eyes and both cheekbones. The reporter stated that the patient denied vision changes and vascular occlusion symptoms. The reporter stated the patient reported the area was painful/ tender(implant site pain) and experienced lumpiness(implant site mass). The same day, on (B)(6) 2017, the patient was seen by a physician and was prescribed a tapering dose of medrol dose pack [methylprednisolone] (60 mg for 7 days, 40 mg for 7 days, 20 mg for 7 days, and 10mg for 7 days). The reporter stated the injecting provider recommended antihistamines, an anti-inflammatory, cool compresses, and facial massage, however it was unknown if the patient used the treatments recommended by the injector. The injector suggested the product be dissolved with vitrase, however the patient refused this option. On (B)(6) 2017, the patient reported the area was more painful and the filler was moving back and forth. On (B)(6) 2017, the patient saw improvement. On (B)(6) 2017, the filler migrated(device dislocation) to the apple of the cheek and swelling caused the mouth to become uneven. On an unknown date, the patient developed bell's palsy (facial paralysis) of left cheek which required intervention. Fluid was aspirated from both of the patient's cheeks a total of 4 times. The fluid was cultured and was found to be sterile. The patient had a patch test which was unremarkable. Outcome at the time of the report: swelling/deformity and painful/ tender was not recovered/not resolved. Filler migrated, lumpiness was recovering/resolving. Bell's palsy was recovered/resolved. Tracking list from follow up received on (B)(4) 2017. Patient details, medical history, concomitant treatments, past treatments, injection details, events, treatments, and outcomes updated.